Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Investigation could not reproduce the issue. It was found in the logs that the site turned on the system then turned it off after 45 seconds. Before it was shutdown, off they tried to turn it back on. This isn't enough time to boot up the o-arm completely. Turning it on before it completely shuts off will only delay the o-arm turning on fully.the site was advised that they didn't have to turn the o-arm off between cases or spins, and to just place it in e-stop mode. O-arm passed all tests and is up and running. No parts were replaced on the system. It was confirmed that the reported issue was directly caused by user technique, and not a malfunction of the system. A full imaging system check-out was completed, and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not fully boot up. The imaging system displayed "system booting, please wait" and would not complete the boot process. The system was rebooted several times without resolution. The use of medtronic imaging was discontinued because of this issue, and a c-arm was used to complete the procedure. The procedure was completed successfully. The patient was not impacted. No additional information was reported.